Event description:
The customer and his wife were unloading his scooter from the back of his pick-up truck. While they were bringing the unit down the ramp, the customer stated that one of the rear tires exploded, injuring his wife. She suffered severe bruising and broken blood vessels in one hand and some bruising to her shin and shoulder. It was extremely hot that day and the scooter had been sitting in the truck bed for some time. This seems to be the only explanation for the accident.